Manufacturer narrative:
(B)(4). First of 4 follow-up emdrs. (B)(4). The complaint was not confirmed based on analysis of the returned complaint sample. No issues relating to this complaint were found during the batch file review. The titanium adapter was visually inspected and no defects were found. Dimensional analysis of all relevant boxed dimensions was performed and no issues were noted. The connection of the returned titanium adapter to a mating component of a transfer set was functionally tested and no issues were noted. The root cause of this complaint could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This is the first of 4 reports involving this product: titanium adapter. The sample has been reported to be available for evaluation and has been requested. A follow-up report will be submitted if the sample is received and evaluated. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A customer contacted baxter to report that a titanium adapter had been detached four times since (B)(6) 2009 when the patient began peritoneal dialysis (pd) therapy. The titanium adapter has been replaced as a result. No patient injury was reported. Consequently, the center retrained the patient, excluded the use of disinfectants, replaced the transfer set every 3 months and used a different batch of transfer set. As a last resort, they replaced the titanium adapter on (B)(6) 2010. No problems occurred since replacing the adapter. The center asked baxter to investigate whether there were any deviations in the screw thread of the titanium adapter. Per follow-up information received on (B)(6) 2010, the patient was prophylactically treated once with antibiotics (date unknown).